Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery cap cracked and broke out of the insulin pump. The customer reported that insulin pump was not functional. The customer reported that the insulin pump was dropped. The customer's blood glucose was 196 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they could not perform self-test due to insulin pump was not functional. The insulin pump will not be returned for analysis.